Event description:
On (B)(6), 2009, the pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2013, the devices were explanted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the explant procedure could not be determined with the provided information.